Event description:
Customer reportedly obtained blood glucose results of 424 mg/dl and 164 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported related to these results. Requested return of suspect system and replacement was sent.